Event description:
A report was received alleging that following placement of the listed device on a patient, the tube became kinked. An emergent exchange of the tube was performed. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.